Event description:
Patient dose of magnesium sulfate 4g IV piggy back x 1 hung at 12:30. Bag connected with luerlock prong to port above pump level. Primary bag was normal saline at 75cc/hour. Pump set to run dose over 4 hours at 25 cc/hr for 100cc bag. At 30 minutes later, magnesium bag was dry. Patient neurological status at baseline. Vitals: hr 50, bp 162/86, o2 saturation 94% on right atrium.